Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported that during impella 5.0 support, the patient experienced bleeding issues from the axillary impella access site. Three units of packed red blood cells were transfused to the patient and heparin was removed from the purge system to manage the complication. Support continued with the implanted pump following the intervention, however the decision was made to withdraw patient care. After seven days of support, care was withdrawn and the patient expired. The relationship between the impella and the patient outcome is unknown.